Manufacturer narrative:
Date of report: 02may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported noisy ventilator. A noise has occurred during (expiratory positive airway pressure) epap. The device was not in use at the time of the reported event; therefore, there was no patient involvement.

Manufacturer narrative:
Date of report: 10jun2019. Date received by manufacturer: 29may2019. The manufacturer¿s international service technician confirmed the reported issue. A resonating noise was confirmed. Therefore, the vibration-proof ring has been adjusted in place. The phenomenon of pressure waveform abnormality could not be duplicated but the da pcba has been replaced preventively. The manufacturer¿s international service technician replaced the (data acquisition) da preventively and the vibration-proof ring has been adjusted in place to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.